Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer ring=clear the pump was returned for insulin flow blocked alarms, rewind anomaly, and back light anomaly found on (B)(6) 2021. Pump¿s history and trace files downloaded successfully using thus software. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No rewind anomaly noted during testing. Backlight was adjusted and each brightness setting functioned properly. No backlight anomaly noted. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on (B)(6) 2021 at 9:57pm, 10:07pm, and at 11:41pm during bolus. Force sensor was measured and is within spec (22.3mv at zero offset). No damage noted at the electronic assemblies during testing. No unexpected pump errors noted on the event date in the pump history files. P-cap / reservoir locks properly into place. The following were noted duing visual inspection: scratched case, cracked keypad overlay, cracked battery tube threads, cracked case reservoir tube side, cracked retainer ring, and broken belt clip rails. Rewind anomaly not confirmed during testing. Back light anomaly not confirmed during testing. Insulin flow blocked alarms not confirmed during testing. No delivery alarms noted in the pump history files on (B)(6) 2021 during bolus. However, no unexpected pump errors noted on the event date in the pump history files.

Event description:
Information received by medtronic indicated that the insulin pump had random no delivery alarms, it was louder during rewind, backlight was dimmer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.